Event description:
Nurse identified that the chemotherapy was infusing at a higher rate than programmed. A new alaris pump was brought in to continue treatment, and the original pump was sent to biomed for evaluation. Biomed confirmed that the correct program had been sent prior to administration.